Event description:
The customer complained of a quality control (qc) recovery issue when the customer converted from c.f.a.s. Puc calibrator to the cfas tpuc 200 calibrator when testing total protein urine/csf gen.3 (tpuc3). Customer support determined that the customer had not programmed the recommended special washes for the tpuc3 tests. The customer indicated that he added the special wash and re-calibrated but qc was still high. He performed a comparison study with another analyzer which did not meet his specification. During troubleshooting, the customer mentioned that the tpuc3 results for 4 patients were reported outside of the laboratory. The results for 1 patient sample were erroneous. The initial tpuc3 result was 52.6 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated twice on a different analyzer and the results were 22.9 mg/dl and 22.5 mg/dl. An additional repeat test was performed (B)(6) 2016 on the original analyzer after the customer had added the special wash to tpuc3 and the result was 26.2 mg/dl. No adverse event occurred. The c501 analyzer serial number was (B)(4). The customer declined a service visit as he does not think there is a problem with the analyzer. Qc was acceptable.

Manufacturer narrative:
Based on the information available for investigation, a specific root cause could not be identified. There was a sudden shift to higher recoveries for qc and patient results on the day of the event. The root cause for this shift is unknown. Possible causes may be related to the reagent, a carry-over issue or a pre-analytical issue. A pre-analytical issue is the most likely root cause. A general analyzer related issue can be excluded.